Manufacturer narrative:
Na.

Event description:
The customer questioned multiple patient samples tested for ise indirect na, k, ci for gen.2, gluc3 glucose hk (gluc3), bun and calcium on a cobas 6000 c (501) module that had just started on (B)(6) 2018. The customer provided results for 9 patient samples. Of the data provided, na and glucose results for 4 patient samples are a reportable malfunction. Patient a initial na result was 150 mmol/l. The repeat result was 139 mmol/l. Patient b (female, (B)(6)) initial na result was 154 mmol/l. The repeat result was 144 mmol/l. Patient c (male, (B)(6)) initial na result was 153 mmol/l. The repeat result was 140 mmol/l. Patient d (female, (B)(6)) initial gluc3 result was 33.8 mg/dl. The repeat result was 88.5 mg/dl. The initial na result was 179 mmol/l. The repeat result was 142 mmol/l. The erroneous results were not reported outside of the laboratory. The repeat results were believed to be correct. No adverse event occurred. The na electrode lot number was g3375. The expiration date was not provided. The gluc3 reagent lot number and expiration date were not provided. Calibration and qc were acceptable. The customer performed an air purge and a sample probe wash. The field service engineer (fse) visited the customer site and found the vacuum tube that goes to the rinse mechanism had popped off of the vacuum bottle. The fse attached the vacuum tube to the vacuum bottle. The sample probe and rinse volumes were adjusted. Calibration and qc were acceptable. The fse performed a 21 cup precision and the results were within specification. No issues were identified during a review of the alarm trace. The investigation determined the vacuum tube issue identified by the fse was the root cause of the event.